Event description:
It was reported that a patient presented with high capture threshold and noise on follow up. Upon review fracture was observed on the atrial lead. No other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2017. The patient remained in a stable condition during and after the procedure.